Event description:
A beckman coulter inc (bec) (B)(4) reported receiving c-reactive protein (crp) cartridge which had leaked though the cap. Personal protective equipment was used when handling the cartridge. No injury or exposures were reported.

Manufacturer narrative:
No additional information is available.